Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose readings up to 500 mg/dl and multiple high glucose alerts shortly after initiating ilet therapy, with a documented data gap consistent with disconnection and subsequent use of off-pump insulin injections; the user also reported announcing multiple or corrective ¿meals¿ to increase insulin delivery and later performed cartridge and infusion set changes after guidance. Symptoms included elevated blood glucose without reported acute complications. Outcomes included temporary discontinuation of ilet therapy in favor of manual injections and later reconnection with coaching on proper meal announcements and avoiding disconnection. Investigation included technical troubleshooting, review of device data logs, user education, and supply changes. Investigation of this case revealed user technique issues involving disconnection, inaccurate meal announcement practices, and an overfilled cartridge that damaged during filling, with no evidence of a device malfunction once supplies were replaced and therapy was resumed. It was concluded that the event was related to use errors and therapy management during the learning phase rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.